Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized. The cause and outcome of the event was unknown. On an unreported date, the patient began treatment with vancomycin injection 500 milligrams per three days (route and duration not reported) and fortum injection 1 gram one time a day (route and duration not reported) for the peritonitis. Extraneal therapy was ongoing. No additional information is available.